Manufacturer narrative:
The MFR's service rep performed an on-site investigation. The snubber printed circuit board was replaced. The high voltage adjustments and filament calibrations were made. The system was tested and operates as intended.

Event description:
The customer reported that the 9800 system would not display a live image. No pt injury was reported.